Event description:
Prior to implantation, the subject device was interrogated with a normal battery voltage (3.2v). During the charge time test, telemetry errors occured. The programming head was repositioned but the leds were not switched on and the interrogation was not possible. The programmer session was closed and then it was still not possible to interrogate the device.

Event description:
Prior to implantation, the subject device was interrogated with a normal battery voltage (3.2v). During the charge time test, telemetry errors occurred. The programming head was repositioned but the leds were not switched on and the interrogation was not possible. The programmer session was closed and then it was still not possible to interrogate the device.